Manufacturer narrative:
Product event summary: the introducer was not returned, therefore condition is unknown; only the dilator was returned and the dilator tip end was distorted and connector-end was torn off. It was noted blood was visible on the dilator. Visual summary of analysis indicates damaged at implant attempt. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the introducer separated into two parts during the implant procedure. It was noted when the introducer was removed from the subclavian vein, part of the introducer separated and stayed inside the patient. The hemodynamics team was required to help remove the segment and the introducer was completely removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.